Manufacturer narrative:
Concomitant medical devices: product ID: 8840, serial# (B)(4) , product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone 30 mg/ml 6.833 mg/day bupivacaine 30 mg/ml 6.833 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the catheter was cleared and the pump was filled with a new concentration; hydromorphone 10 mg/ml; 2 mg/day but a priming bolus was not programmed. The priming bolus was forgot/skipped. Initial priming bolus was programmed using the catheter volume at the fastest duration. Second bolus of 0.199 ml for 30mg/ml concentration at 2 mg/day was programmed over 71 hours and 50 minutes. The programming error did not cause any symptoms for the patient. The bolus was then programmed correctly. The issue was resolved.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.